Manufacturer narrative:
Device and additional information requested but not made available as of the date of this report. This report is submitted on january 25, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site. Clinical management is ongoing.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. (B)(4).